Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal'), hysterectomy ('partial hysterectomy') and appendicectomy ('appendectomy') in a 33-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient underwent appendicectomy (seriousness criterion medically significant). On (B)(6) 2013, the patient underwent medical device removal (seriousness criteria hospitalization and intervention required), 2 years 6 months after insertion of essure. On (B)(6) 2016, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy and partial hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the medical device removal, hysterectomy and appendicectomy outcome was unknown. The reporter considered appendicectomy, hysterectomy and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') and hysterectomy ('partial hysterectomy') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient underwent medical device removal (seriousness criteria hospitalization, medically significant and intervention required), 2 years 6 months after insertion of essure. On (B)(6) 2016, the patient underwent surgery ("other essure related surgery"). On an unknown date, the patient underwent appendicectomy ("appendectomy"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the medical device removal, hysterectomy and surgery outcome was unknown. The reporter considered appendicectomy, hysterectomy, medical device removal and surgery to be related to essure. The reporter commented: partial hysterectomy in (B)(6) 2013. Appendectomy: 2 days and (B)(6) 2013: bilateral salpingectomy. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the fallopian tubes'), uterine perforation ('perforation of the uterus'), perforation ('perforation of other organs') and device dislocation ('migration of the essure device to the abdominal or pelvic cavity') in a 36-year-old female patient who had essure (batch no. 808913/ 808910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain and excessive bleeding"), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), hypersensitivity ("allergic reactions"), genital haemorrhage ("excessive bleeding"), headache ("headaches"), autoimmune disorder ("auto-immune reactions"), fatigue ("chronic fatigue"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"), was found to have a pregnancy with contraceptive device ("unintended pregnancy") and was found to have weight abnormal ("weight changes"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2013, appendectomy in (B)(6) 2013,partial hysterectomy on (B)(6) 2016). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, uterine perforation, perforation, device dislocation, pelvic pain, abdominal pain, back pain, hypersensitivity, headache, fatigue, weight abnormal, alopecia, tooth loss, mood altered, anxiety and depression had not resolved and the pregnancy with contraceptive device, genital haemorrhage and autoimmune disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight abnormal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2021: lot number received. New events added: ¿chronic abdominal pain; pelvic pain and excessive bleeding; back pain; unintended pregnancy; migration of the essure device to the abdominal or pelvic cavity; perforation of the uterus; perforation of the fallopian tubes; perforation of other organs; allergic reactions; headaches; chronic fatigue; weight changes; hair loss; tooth loss; mood changes; anxiety; depression¿. Events medical device removal, hysterectomy, and appendectomy now deleted and entered as surgery specifications to events. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tubes"), uterine perforation ("perforation of the uterus"), perforation ("perforation of other organs") and device dislocation ("migration of the essure device to the abdominal or pelvic cavity") in a 36 year-old female patient who had essure inserted (lot no. 808913 , 808910) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of ovarian cyst, pelvic pain, adhesiolysis, pancreatitis, type 2 diabetes mellitus, right lower quadrant pain, non-smoker, vaginal delivery, parity 2, gravida ii, dysmenorrhea and endometriosis. Previously administered products included: tylenol and naproxen. Concomitant products included visanne (dienogest) for endometriosis, trajenta (linagliptin) for diabetes mellitus and metformin for diabetes mellitus. On (B)(6) 2011, the patient had essure inserted. On unknown date she experienced fallopian tube perforation (seriousness criteria hospitalisation and intervention required), uterine perforation (seriousness criteria medically important and intervention required), perforation (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), pelvic pain ("pelvic pain and excessive bleeding"), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reactions"), genital haemorrhage ("excessive bleeding"), headache ("headaches"), autoimmune disorder ("auto-immune reactions"), fatigue ("chronic fatigue"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have weight abnormal ("weight changes").essure was removed on (B)(6) 2013. The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2013, appendectomy in (B)(6) 2013,partial hysterectomy on (B)(6) 2016). At the time of the report, the fallopian tube perforation, uterine perforation, perforation, device dislocation, pelvic pain, abdominal pain, back pain, hypersensitivity, headache, fatigue, weight abnormal, alopecia, tooth loss, mood altered, anxiety and depression had not resolved. The outcomes for pregnancy with contraceptive device, genital haemorrhage and autoimmune disorder were unknown. Pregnancy related information: retrospective report. Last menstrual period was on (B)(6) 2014 and the estimated date of delivery was on (B)(6) 2015. The patient's treatment dates suggest potential fetal exposure to essure during the first, second and third trimesters. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight abnormal to be related to essure administration. The reporter commented: the left side with eight coils trailing down the right side with four coils trailing. 1. Laparoscopic bilateral salpingectomy. 2. Cautery to endometriosis. 3. Removal of essure coils. Lysis of adhesions and laparoscopic appendectomy total laparoscopic hysterectomy, bilateral oophorectomy and resection of endometriosis. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2013: clinical history: rash post essure, endometriosis, laparoscopic salpingectomy and cautery to endometriosis. Source of specimen fallopian tube(s), bilateral gross description: there is a metal spring attached to one fallopian tube and this fallopian tube measures 7 x 1 x 0.8 cm. Second portion of tissue measures 8 cm in length and 0.9 cm in circumference. Diagnosis fallopian tubes (right and left), bilateral tubal ligation: cross sections of two portions of fallopian tubes, histologically confirmed.; on (B)(6) 2016: source of specimen 1. Uterus and cervix, bilateral ovaries 2. Ligament(s), left utero sacral 3. Peritoneal biopsy, left peri-rectal peritoneum gross description: the fallopian tubes are not present. Diagnosis uterus cervix and bilateral ovaries: proliferative phase endometrium adenomyosis negative for malignancy left uterosacral ligament: scarring and chronic inflammation endometriosis not identified left perirect al peritoneum: positive for endometriosis [ultrasound pelvis] on (B)(6) 2011: both essure coils are adequately situated. The proximal ends are at the uterotubal junction with the distal ends in the adnexa. No sonographic complications are seen.; on (B)(6) 2013: she has coils in fallopian tubes. Uterus is nongravid. No free pelvic fluid. Except for minor cysts the ovaries do not show any specific abnormality. Appendix appears to be somewhat swollen reaching maximum diameter of 10mm. Appearance are of acute appendicitis without any associated complications at this time. [Ultrasound scan] (date unknown): a dilated appendix was found lot number: 808910 manufacturing date: 2010-11 expiration date: 2013-11 lot number: 808913 manufacturing date: 2010-12 expiration date: 2013-12. Quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: 10-apr-2024: patient information,reporter information,medical history,lab data,non drug treatment,reporter causality comment added.new concomitant added:metformin, trajenta,visanne. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the fallopian tubes'), uterine perforation ('perforation of the uterus'), perforation ('perforation of other organs') and device dislocation ('migration of the essure device to the abdominal or pelvic cavity') in a 36-year-old female patient who had essure (batch no: 808913 , 808910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain and excessive bleeding"), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), hypersensitivity ("allergic reactions"), genital haemorrhage ("excessive bleeding"), headache ("headaches"), autoimmune disorder ("auto-immune reactions"), fatigue ("chronic fatigue"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"), was found to have a pregnancy with contraceptive device ("unintended pregnancy") and was found to have weight abnormal ("weight changes"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2013, appendectomy on (B)(6) 2013,partial hysterectomy on (B)(6) 2016). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, uterine perforation, perforation, device dislocation, pelvic pain, abdominal pain, back pain, hypersensitivity, headache, fatigue, weight abnormal, alopecia, tooth loss, mood altered, anxiety and depression had not resolved and the pregnancy with contraceptive device, genital haemorrhage and autoimmune disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight abnormal to be related to essure. Lot number: 808910, manufacturing date: 2010-11, expiration date: 2013-11. Lot number: 808913, manufacturing date: 2010-12, expiration date: 2013-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.